Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. The cartridge was reloaded to address the issue. Additionally, it was reported that resistance was experienced when filling a cartridge. Customer's blood glucose level was 146 mg/dl.